Event description:
New information received noted that the lead also exhibited oversensing of noise and the patient experienced muscle stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited low lead impedance and high capture thresholds. An x-ray revealed that the ventricular lead had perforated the patient. The lead was explanted and replaced on (B)(6) 2018. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. A complete lead was returned in one piece. The reported events of low lead impedance, high capture thresholds, and oversensing of noise were not confirmed. The helix extension length was within specification. A tip stiffness test was performed and the results were within specification.